Event description:
On (B)(6) 2025, a patient underwent hickman d/l catheters placement procedure. On (B)(6), it was reported that the post placement procedure, subcutaneous leakage was confirmed. Additionally, redness was noted around the neck. It was replaced and the actual product was checked with a flash, but no holes or other defects were found. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 12fr d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The red luer and was patent to infusion and aspiration. Upon infusion, thrombus was observed exiting with water on the distal end. No leaks were observed throughout the catheter. The white luer and was patent to infusion and aspiration. No leaks were observed throughout the catheter. An infusion attempt was performed on each luer with dye water and no leaks were observed throughout the catheter. Therefore, the investigation is inconclusive for the reported fluid leak issue as the sample evaluation results indicating no leak and difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G1, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent hickman d/l catheters placement procedure. On (B)(6) 2025 it was reported that the post placement procedure, subcutaneous leakage was confirmed. Additionally, redness was noted around the neck. It was replaced and the actual product was checked with a flash, but no holes or other defects were found. The current status of the patient was unknown.